Event description:
Philips received a complaint on the heartstart xl device indicating that the battery was discharged. Based on the available information the equipment is at the end of support, with no possibility of replacing parts and no further evaluation is warranted at this time. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december -2018.